Manufacturer narrative:
(B)(4) follow up for device evaluation. A customer reported the presence of white filaments within the rubber component of the product. To support the investigation, one sample in an opened blister package and two accompanying photographs were submitted for evaluation by the quality team. Visual inspection revealed plastic particles on the upper portion of the rubber stopper and between the stopper ribs. Additionally, damage was observed at the top of the syringe barrel near the retaining ring. The two photographs provided correspond to the received sample. No other defects or irregularities were identified. This condition is consistent with damage to the retaining ring during the assembly of the plunger rod into the syringe barrel. A review of the device history record for material number 302832, lot 4152407, was conducted. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were completed in accordance with specification requirements. The sample will be used for associate awareness. To date, no additional similar complaints have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.

Event description:
Event details: we opened a sterile 30 ml bd luer-lock syringe lot: 4152407 expiration 20290531 and there were white filaments inside the rubber.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.